Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to address the issue.